Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset by walking the caller through the process. After the pump reset, the cgm error code did not appear again, and the caller successfully started their sensor session.